Manufacturer narrative:
(B)(4). Physico-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device experienced a lock-up failure. Ther was no pt use associated with the reported failure.